Event description:
It was reported that the patient had a cc4204bf collamer plate lens inserted in 2006 and the patient experienced some color loss and change in hues. Reporter stated otherwise, vision is fine.